Event description:
Ous MDR - it was reported that approximately 34 months after the implantation oversensing with artefacts and increase of impedance (> 3000 ohms) were noted. No inappropriate shocks were delivered. The lead was capped approximately 25 cm distal to the pin and left in the patient on (B)(6) 2017. Insulation damage was suspected. A new lead was implanted.

Manufacturer narrative:
The returned lead was capped about 34 cm distal of the is-1 connector pin and was only available in fragments. Only the proximal part of the lead was returned for analysis, as was mentioned in the clinical complaint. Multiple signs of abrasion were found during the analysis of the fragment. Especially 20 cm distal of the is-1 connector pin, instances of insulation fraying were visible. This damage can with high probability be regarded the cause of the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of the fraying instances are characteristic for massive mechanical stress of the lead due to interaction with the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.